Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter would not power on. The complaint was classified based on the conversation the customer care advocate (cca) had with the patient, since the medical surveillance specialist (mss) was unable to reach the patient by phone. The patient reported that the alleged power issue began at approximately 10:00am. The cca noted that the patient manages his pills with oral medications (type unknown); however, it is not known what action, if any, the patient took regarding his diabetes management as a result of the alleged issue. The patient claimed that 15 or 20 minutes after the alleged issue started, he felt dizzy and "passed out". The patient stated that he contacted his pharmacist and was advised to drink orange juice and contact the manufacturer for a replacement meter. At the time of troubleshooting, the cca noted that the subject meter powered on manually; however, would not power on when a test strip was inserted. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported power issue and reportedly "passed out" after the alleged meter issue began.